Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.(B)(4)

Event description:
Approach was gained form the abdomen.the device could not pass through the lesion, so another device was used instead. The replacement device could be used with no problem.there have been no adverse effects to the patient reported.it is possible that there was tortuosity in the bile duct or/and damage in the tip of the device. The device was disposed of accidentally in the hospital, so investigation of the actual device cannot be conducted.there have been no adverse effects to the patient reported.<sales rep's comment>it is possible that there was tortuosity in the bile duct or/and damage in the tip of the device. The device was disposed of accidentally in the hospital, so investigation of the actual device cannot be conducted.<additional information> prefix zib6: was the device used percutaneously? Yes where on the patient was the percutaneous access site? Abdomen details of access sheath used (name, fr size, length)? Unknown what was the target location for the stent? Bile duct was the device flushed through both flushing ports before the procedure, as per IFU? Yes details of the wire guide used (name, diameter, hyrdophyllic)? Unknown was the patient's anatomy tortuous or calcified? ¿¿(unknown) was resistance encountered when advancing the wire guide or delivery system to the target location? Yes how did the physician deal with this resistance? Pushed the device. Was the target location calcified? Unknown did the tip of the delivery system cross the target location? No are images of the device of procedure available? No did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? N/a (the event occurred prior to the point.) Was pre-dilation performed ahead of placement of the stent? No was post-dilation performed after the placement of the stent? N/a (the stent of the complaint device was not placed.)

Event description:
Supplemental follow-up report is being submitted due to the receipt of additional information. Additional information received on 16-apr-2021 as follows: also, in the event description it states that 'it is possible that there was tortuosity in the bile duct or/and damage in the tip of the device. Can you enquire please why there is reason to believe that the tip of the device may have been damaged and was the device inspected prior to use. Because the replacement device could be used without any difficulty. 1. Was this a primary procedure or a recurrent procedure? N/a, primary, recurrent yes, primary 2. If this was a recurrent procedure, what procedure had been performed previously? Ptcd, ercp, other ptcd 3. If other, please specify. 4. Was a stent previously placed during previous procedures? N/a, yes, no no 5. If there was a stent already in place, was the complaint stent placed in the stent that was already in situ? N/a, yes, no 6. Details of access sheath used (name, fr size, length)? ¿ already answered in the patient/event info ¿ notes. 7. Details of the wire guide used (name, diameter, hydrophyllic)? ¿ already answered in the patient/event info ¿ notes. 8. Did the patient exhibit difficult anatomy? N/a, tortuous, altered if altered please indicate the procedure type (e.g. Cholodochojejunostomy) 9. Was the delivery system tracked around a tight angle in the patient anatomy? N/a, yes, no no 10. Was the delivery system damaged/kinked/twisted before or during the procedure? N/a, yes, no no 11. If yes, please specify: damaged, kinked, twisted 12. Please specify when this occurred: ___________________ 13. What was the target location for the complaint device? ¿ bile duct 14. Was pre-dilation performed ahead of placement of the stent? N/a, yes, no¿ already answered in the patient/event info ¿ notes. 15. Did the patient have any pre-existing conditions? N/a, yes, no ¿ already answered on the patient/event info tab. 16. If yes, please specify: __________________________ 17. Were any other defects (other than the complaint issue) observed on the delivery system (e.g. Kinks) prior to return? N/a, yes, no ¿ the device will not be returned. 18. If yes, please specify what additional defect(s) were observed and where on the device this was observed: initial report details: approach was gained form the abdomen. The device could not pass through the lesion, so another device was used instead. The replacement device could be used with no problem. There have been no adverse effects to the patient reported. It is possible that there was tortuosity in the bile duct or/and damage in the tip of the device. The device was disposed of accidentally in the hospital, so investigation of the actual device cannot be conducted. There have been no adverse effects to the patient reported. <sales rep's comment> it is possible that there was tortuosity in the bile duct or/and damage in the tip of the device. The device was disposed of accidentally in the hospital, so investigation of the actual device cannot be conducted. <additional information> 2 prefix zib6: 2-1 was the device used percutaneously? Yes 2-2 where on the patient was the percutaneous access site? Abdomen 2-3 details of access sheath used (name, fr size, length)? Unknown 2-4 what was the target location for the stent? Bile duct 2-5 was the device flushed through both flushing ports before the procedure, as per IFU? Yes 2-6 details of the wire guide used (name, diameter, hyrdophyllic)? Unknown 2-7 was the patient's anatomy tortuous or calcified? ¿¿(unknown) 2-8 was resistance encountered when advancing the wire guide or delivery system to the target location? Yes 2-9 how did the physician deal with this resistance? Pushed the device. 2-10 was the target location calcified? Unknown 2-11 did the tip of the delivery system cross the target location? No 2-12 are images of the device of procedure available? No 2-13 did the user pull the handle toward the hub during deployment and delivery system was not pushed during deployment? N/a (the event occurred prior to the point.) 2-14 was pre-dilation performed ahead of placement of the stent? No 2-15 was post-dilation performed after the placement of the stent? N/a (the stent of the complaint device was not placed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation: the zib6-40-8.0-30 device of lot number c1586306 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zib6-40-8.0-30 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl : a review of the manufacturing records for zib6-40-8.0-30 of lot number c1586306 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1586306. There is no evidence to suggest the user did not follow the instructions for use (IFU (B)(4)). The japanese packaging insert c-ci0405d11 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause could not be determined as the information available is limited. The record indicates that it is possible that there was tortuosity in the bile duct or/and damage in the tip of the device. However, the device was disposed of accidentally in the hospital, so investigation of the actual device could not be carried out. However, it is known that resistance was encountered by the physician while advancing to the target location. Therefore a possible root cause could be attributed to difficult patient anatomy. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.